Event description:
A patient reported blood glucose results of "193 mg/dl with a lifescan meter and "115 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The pt performed another control solution test using a new vial of strips and it fell within range. The meter, test strips and control solution were replaced.